Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the sterile product packaging was not sealed at all. It was further reported that product was not used and another opened to use.

Manufacturer narrative:
Affiliated: clinical consumables perioperative services specialty & procedural services a batch record review was performed. Machine logs have been checked. Preventive maintenance (pm) logs have been checked and al pm's were completed. Aquacel wsf 2x45 cm was manufactured under system application processing (sap) code 1247673 and manufacturing lot number 8c02392. Lot # 8c02392 was sterilized and released. All the results were within specification and were released in compliance with standard operating procedures. The production process, in process testing and packaging of products was run in accordance with process instructions for sterile machine doyen 1. A visual inspection was performed in accordance with test methods and completed at the beginning of the order, and every hour following until the order was complete. Sachet inspection performed in accordance with test methods and completed every 15 minutes until the order was completed. A nonconformity was raised during the production of batch 8c02392 for breach in seal but, the issue was contained before the affected sachet was manufactured. This is confirmed after the photo received was evaluated in accordance with work instructions, as it showed the sachet number to be manufactured after the shippers with the issue. Three (3) photographs have been received for this complaint and have been evaluated in accordance with work instructions. The photographs confirm the product expected and lot expected for the complaint. The photographs also confirm the complaint issue. This is the only complaint for the affected lot registered within the tracking system 8.7. A corrective action/preventive action (CAPA) was completed on the machine doyen 1 after this batch was manufactured for this complaint issue. All the action items and effectiveness check have been completed. The CAPA is now closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.